Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, section b5 is- the patient also alleged visualization of particles in tubing/chamber. The patient also alleged of having difficulty breathing, shortness of breath, nasal/throat irritation/soreness, dizziness. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of black hair like contamination on the exterior of the iso port, visual circular marring on blower box lid, unknown white particulate contaminant on blower, fine dust like black contamination consistent with keratin in blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence black hair like contamination on the exterior of the iso port, visual circular marring on blower box lid, unknown white particulate contaminant on blower, fine dust like black contamination consistent with keratin in blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.